Event description:
While using a caviatron plus g136 they allege that no water was getting to the handpiece and the handpiece was getting hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Sak emo found no issues with unit delivering water flow. Maybe clogged inserts at office? Did find other issues: solenoid/regulator wont hold set pressure "creeps" hpc and steri-mate connection leaks water drips, during operation. Also recommend new water filter. Estimated unit accordingly. No aux cable with unit.